Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for normal follow up. One out of three episodes of a slow vt event was misdiagnosed as svt. Programming changes were done. Patient is in good condition.